Event description:
It was reported that the patient¿s ilet insulin pump housing cracked and the device came apart, consistent with a screen bezel or enclosure separation, after which the patient transitioned to multiple daily injections; a replacement ilet was provided under warranty, and the patient later returned the damaged device. Symptoms included a low blood glucose value in the 40 mg/dl range that was self-treated with juice, cereal, and milk, with no alerts reported, no need for assistance, and no medical intervention or hospitalization. Outcomes included temporary interruption of pump therapy and product replacement. Investigation included troubleshooting with the patient, education on replacement setup and device shutdown, and collection of event details and device information. Investigation of this case revealed a mechanical enclosure failure consistent with prior reports of housing or screen bezel separation, with no associated device alarms documented. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical breakage due to enclosure integrity failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.